Manufacturer narrative:
Findings: unit received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform displacement test due to blank display. Unit also received with minor scratched lcd window, cracked case(battery tube), cracked case, cracked battery tube threads and cracked retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump had damaged. Customer¿s blood glucose was 6.7mmol/l at time of incident. Customer states that insulin pump had crack on battery compartment. Customer advised to discontinue use of pump and revert to back up plan as per hcp¿s instructions. Insulin pump will be return for analysis.